Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer-provided event information. Investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. During device investigation, internal inspection of the video cable showed the charge coupled device was damaged. Investigation has shown that degradation of the charge coupled device or the close control unit in the video cable can cause a pink or green image as a result of prolonged heat. Olympus will continue to monitor field performance for this device.

Event description:
The device issue was found prior to an abdominal exploration procedure.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of blurred image was not confirmed. In addition to the green image found during device evaluation, the additional evaluation findings are as follows: the cable unit was faulty, causing horizontal stripes in the image, and the light transmission fibers at the distal end were slightly worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable device image was blurred. The issue was found during preparation for use, and the diagnostic procedure was completed with a similar device. There were no reports of patient harm. During evaluation of the returned device, it was found that the cable unit was faulty, causing a green image .this medical device report is being submitted to capture the reportable malfunction found during evaluation.